Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medication quantity was not available, and the user was unable to pull ativan. The user was also unable to perform a cycle count due to permission restrictions. However, per the last transaction in mql, there was no quantity on hand. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be pulled because the quantity was not available. A technical support specialist (tss) was unable to perform a cycle count due to the customer not having the required permissions; however, based on the last transaction in the myqlink, there was no quantity on hand available. The technical support specialist closed the case.